Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire coating peeled off. After a 182cm pt graphix guidewire was advanced to the lesion, stent implantation was performed. However, during removal of the guidewire, it was noted that part of the hydrophilic coating came off the wire. The detached coating was left inside the patient and could not be retrieved as it was embedded between the stent and the artery wall. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip kinked and the polymer detached in 180.5 cm from the proximal section, the section detached is in the middle of the distal end (8mm aprox). However the distal tip was returned. Also it has the body kinked near to proximal section. The overall length was within specification. The outer diameter (od) of the distal tip, middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire coating peeled off. After a 182cm pt graphix¿ guidewire was advanced to the lesion, stent implantation was performed. However, during removal of the guideiwre, it was noted that part of the hydrophilic coating came off the wire. The detached coating was left inside the patient and could not be retrieved as it was embedded between the stent and the artery wall. No patient complications were reported.